Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominoplasty procedure, the two products were used on the skin when an opening occurred in the lip of the patient in the healing process. There was rupture/ break off during usage of the devices. This resulted in extended surgical time of more than 30 minutes and extended incision to more than 1 inch. The device replaced with a new one to complete the case.

Event description:
According to the reporter, during abdominoplasty procedure, the two products were used on the skin when an opening occurred in the lip of the patient in the healing process. There was rupture/ break off during usage of the devices. This resulted to extended surgical time of more than 30 mins and extended incision to more than 1 inch. The device was replaced with a new one to complete the case. Re-suture was done to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominoplasty procedure, the two products were used on the skin when an opening occurred in the lip of the patient in the healing process. There was rupture/ break off during usage of the devices. This resulted to extended surgical time of more than 30 mins and extended incision to more than 1 inch. The device was replaced with a new one to complete the case. An additional operation will be done to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.